Event description:
It was reported to MFR that the hp hand held would not turn on. Troubleshooting was performed over the phone, where it was verified that the cords were appropriately connected and hand held was plugged into the wall outlet with the ac adapter cord. The power light would still not come on, indicating that it was not charging properly. The site was sent a new hand held to replace the non-working device. Good faith attempts to obtain the non-working hand held for analysis have been made, but have been unsuccessful to date.